Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, lead, (B)(6) 2013. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the atrial lead dislodged. The physician attempted to reposition the lead, but was unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.